Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints for this lot. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. At the consumer's request, the surgeon was not contacted. (B)(4).

Event description:
A consumer reported that following bilateral intraocular lens (iol) implant surgeries, she is experiencing terrible night vision, starbursts, blurry vision, inability to read street signs and is unable to drive at night. She is planning to seek a second opinion. At the consumer's request, the surgeon was not contacted. There are two MFR reports associated with these events. This report is for the right eye.